Event description:
Additional information was received from a healthcare provider via a clinical study. The site submitted a new refill visit form from (B)(6) 2016 noting the programmer expected reservoir volume was 2.3 ml and the actual residual volume removed from the pump reservoir was 12.5 ml. This was outside of the flow rate accuracy specifications. The site noted that the subject had no symptoms and no actions were taken.

Event description:
Additional information received from a healthcare provider via a study. It was reported that the pump was delivering remodulin (10mg/ml at 9.209mg/day) via an implanted pump. The site submitted a new refill visit form from (B)(6) 2015 noting the programmer expected reservoir volume was 2.4ml and the actual residual volume removed from the pump was 12.75ml. This was outside of the flow rate accuracy specifications. The site noted that the patient had no symptoms. It was noted that no actions were taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. The site submitted a new refill visit form from (B)(6) 2016 noting the programmer expected reservoir volume was 5.1ml while the actual volume removed from the pump reservoir was 14 ml. This was outside of the flow rate accuracy specifications. The site noted that the subject had no symptoms and no actions were taken. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
During the refill visit, the expected reservoir volume was 1.4 ml; the actual residual volume removed from the pump was 11 ml. No actions were taken as a result other than to continue with the refill visit. The site was queried to see if the subject had any associated symptoms. If additional information is received, a follow-up report will be sent. The device system was delivering remodulin.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. The site submitted a new refill visit form from (B)(6) 2016 noting the programmer expected reservoir volume was 3.3ml while the actual residual volume removed from the pump reservoir was 13.1ml. This was outside of the flow rate accuracy specifications. No actions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a refill visit form from (B)(6) 2017 noted the programmer expected reservoir volume was 2.2ml and the actual residual volume removed from the pump reservoir was 12.0ml. No actions were taken and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a refill visit form (unscheduled 43) from (B)(6) 2017 noted the programmer expected reservoir volume was 2.2ml and the actual residual volume removed from the pump reservoir was 12.5ml. This was outside of the flow rate accuracy specifications. It was noted ¿amount of the remodulin returned was outside the expected amount. No symptoms reported, no changes made¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a refill visit form from (B)(6) 2017 noted the programmer expected reservoir volume was 5.4ml and the actual residual volume removed from the pump reservoir was 15.0ml. This was outside of the flow rate accuracy specifications. It was noted more remodulin was returned than was expected according the the graft. No actions were taken and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study and a manufacturer representative indicated on (B)(6)2017 a new refill form was submitted noting the programmer expected reservoir volume was 3.3ml and the actual residual volume removed from the pump reservoir was 13ml. It was noted that the amount of remodulin returned was outside of the expected amount. A device malfunction form was completed, and the site indicated no action was taken and no symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6)2018 a new refill form was submitted noting the programmer expected reservoir volume was 5.4 ml and the actual residual volume removed from the pump reservoir was 14.0 ml. It was noted that the amount of remodulin returned was outside of the flow rate accuracy specifications. A device malfunction form was completed, and the site indicated no action was taken and no symptoms were reported. It was later reported from a device manufacturer representative via a hcp that the device was changed out due to expected low battery. The battery was depleted. There was no patient injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified a hole in the pump tube and mechanical wear. Evaluation conclusion code (B)(4) and result code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.